Manufacturer narrative:
Device available for evaluation on 01/29/2016. Evaluation narrative - the subject device, one service replacement powermax elite, part number 72200616s was received on january 29th, 2016 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Functional testing was performed and identified that the motor has seized and will not rotate. This condition is the most likely cause for the ¿overheated¿ complaint. A review of the manufacturing records show this unit was released to distribution as a new device on or about august 11th of 2011 and subsequently re-issued as a service replacement in july of 2015. A review of the service records show the device met applicable product specifications when released. The root cause of overheating is most likely associated with the seized motor-gearbox assembly from normal wear and tear over time which can result in additional current delivery from the control unit and thus generation of heat. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax hand control motor drive unit became very hot and had a clicking sound. This event was reportedly discovered prior to the start of the surgical procedure and no patient involvement was reported. It was reported that there were no injuries associated with this alleged event.